Manufacturer narrative:
Similar complaints for this issue were trended including the reported meter. It was concluded that the number of complaints for the meter did not breach thresholds indicative of a systemic issue.

Event description:
On november 12, 2022, the lay user/patient contacted lifescan (lfs) united states, alleging that their onetouch ultra2 meter would not power on after they had stopped using it for a while. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged power issue began around (B)(6) 2022. The patient stated that they manage their diabetes with oral medication (metformin) and continued to follow their usual diabetes management regimen when they were unable to test their blood glucose due to the alleged issue. The patient reported feeling ¿dizzy and was not able to walk very well¿ on (B)(6) 2022, at 5:00 pm. 3 hours after the onset of symptoms, the patient reported being treated at the emergency room (ER) with insulin. Prior to receiving treatment, the patient¿s blood glucose measured ¿over 400 mg/dl¿ on the ER meter. At the time of troubleshooting, the cca noted there was no indication of misuse to the device. The cca noted the meter did not turn on manually when the power button was pressed and that based on the information provided, the batteries needed to be replaced. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after they were unable to test their blood glucose due the alleged meter issue.